Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during a chemotherapeutic medication administration, there was a leak at the micron filter. There was no patient harm.

Event description:
The customer reported that during an infusion of taxol with a pump, there was a leak at the micron filter. The 278mg of taxol was administered in 546ml of 0.9ns with a duration of over 24 hours (rate was 22.8ml/hr). After infusing for approximately 12 hours, there was wetness noticed from the filter. There was no patient harm.